Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the patient experienced a skin reaction with itching, rash, redness and inflammation extended beyond the patch perimeter. The patient experienced cellulitis that spread just beyond elbow, fever and chills. The patient consulted a doctor and they prescribed oral antibiotics (floxacillin 500 micrograms, 3 per day for 7 days) and the reaction was also treated with antiseptic cream. The patient did not clean the area before placing the sensor. At the time of the report the patient´s arm was still swollen. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).